Event description:
It was later reported that the new electrodes were placed higher on the nerve than the previous ones. The patient's surgeon attributes the placement of the initial electrodes to the vocal cord paralysis.

Event description:
It was reported that a patient has a raspy, gravely voice. Previously, the voice alteration only occurred with stimulation, but now it occurs all the time. The patient also has deterioration on the left side of his larynx. It was later reported that patient had a prophylactic full revision. Neurosurgeon noted that the patient had larynx neuropathy in the location where previous electrodes were placed. The new electrodes were placed lower on the nerve using a larger lead to combat this issue going forward. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.